Event description:
The customer contacted baxter's technical service center in 2008, regarding a check supply line alarm, which appeared on the homechoice (hc) display during the last fill (volume was 45ml). The caregiver (cg) said that the cassette line was kinked internally and was trying to work out the kink. The hc then refilled the heater. The technical service representative (tsr) reviewed the program; last fill volume is 1700ml. The cg was concerned about ultrafiltration. The cg stated the hp is in the hospital for congestive heart failure and wanted to do a manual drain before the last fill. The tsr assisted the cg to do a manual drain. Drain volume was 130ml and the hc went back to the last fill. The hc unit is operational. On july 15, 2008, global pharmacovigilance notified product surveillance that contact with the hp's registered nurse indicated that the hp had used a 1.5% dianeal solution in error, which resulted in fluid overload. It was the nurse's opinion that the causality was unrelated. The hp is reportedly recovering. During an additional follow-up call with the hp's nurse on six days later, the nurse stated that she did not want to have the hc evaluated at this time because the issue was due to the hp's error, and not due to anything with the hc. The nurse also indicated that the hp has continued with peritoneal dialysis therapy and is being discharged from the hospital on the date of the follow-up call (same day).

Manufacturer narrative:
The home patient's nurse did not want the homechoice unit evaluated at this time as the problem was due to the patient's error and not the unit.